Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) has an electrical test failure code #52. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed machine is showing error electrical test failscode #52 and ECG signal detected without installation of ECG cable or trainer in auto and semi auto mode. Fse reset connection of drive transducer from drive manifold and front end board and electrical test fails code #52 error rectified. After further diagnosis found front end board (d670-00-0668) is suspected defective. Fse replaced front end pcb with new one as per above diagnosis and problem rectified. Observed machine for 3 hour working ok on trainer.